Manufacturer narrative:
Further info and the replaced parts surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the panel holder have visible stress cracks. The panel holder holds the user interface onto the ventilator system. There was no pt injury. (B)(4).